Event description:
Physician was using an end cutter shaver in pt's left knee during arthroscopic surgery. Physician reported that during the use of the shaver he noted some black specks which he immediately irrigated out of the knee.